Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 42502006802, femur cemented cruciate retaining, lot # 62613522, catalog #: 42521000510, articular surface fixed bearing, lot # 62768361, unknown competitor cement. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Will be returned.

Event description:
It was reported that a revision was completed due to loosening of the tibial bearing.

Event description:
It was reported patient¿s right knee was revised approximately four years post implantation due to disassociation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical product: 42532007502 62870376 tibia cemented 5 degree stemmed right size f 42502006802 62613522 femur cemented cruciate retaining (cr) narrow right size 10 g3: foreign country: germany. Complaint sample was evaluated and the reported event was not confirmed. Visual examination of the returned bearing found signs of use (nicked, gouged, pits) and the dovetail feature is flared. Examination of the tibial tray found surfaces scratches and nicks/gouges. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00760.